Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient said that sometime between last october and december he noticed that the stimulation sensation changed. Patient said that used to feel right foot pull up and would feel stimulation at head of penis however that stopped. Patient's current setting at 0.70 volts. When asked, patient did not confirm return of symptoms. Patient said that it wasn't a concern that stimulation sensation changed.